Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8709, serial (B)(4), implanted: (B)(6) 2007, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative on (B)(6) 2018 regarding a patient receiving gablofen (2000 mcg/ml at 750 mcg/day) via an implanted infusion pump. The indications for use included intractable spasticity and cerebral palsy. It was reported that the patient had been experiencing itching and increased spasticity. The event date was (B)(6) 2018. Per the report, there were no factors that contributed to this event. A dye study was performed on (B)(6) 2018 and did not show any abnormalities. The patient was taken to surgery on (B)(6) 2018 to explant the old catheter. The old pump segment pieces were explanted and the spinal segment was tied off and left in the intrathecal space. A new catheter was implanted. The issue was considered resolved at the time of report and the patient's status was alive - no injury. No further complications were reported or anticipated.